Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he had air bubbles in the reservoir. He decided to change the entire set and declined performed further troubleshooting. Customer's blood glucose was 285 mg/dl. Customer had done the set change the night prior to the call. Insulin was at room temperature and didn't rewind the insulin pump with the reservoir in place. The reservoir is not being returned for analysis.